Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure error e315 (scope communication error) was confirmed and error b30(scope error) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noise image occurred and sticky grip. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event error e315 (scope communication error) likely occurred due to circuit board unit in scope connector had corrosion due to water leakage. The event noise image occurs due to damage on ccd unit and corrosion on s-connector. The event of grip was sticky cause was not established. The definitive root cause of the reported issue b30 error (scope error) could not be determined. The most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had error b30 (scope communication error) and e315 (scope error). The event had occurred during inspection for use. There were no reports of patient harm.